Manufacturer narrative:
Other devices involved in this event: (B)(4) - battery / catalog number 1650de / expiration date: 01/31/2017. UDI #: unk. Device available for evaluation?: no. No, not returned to manufacturer. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 09/30/2016. (B)(4). Device available for evaluation?: yes, 3/13/2017. No, device evaluation anticipated, but not yet begun. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 09/30/2016. (B)(4). Device available for evaluation?: yes, 03/13/2017. No, device evaluation anticipated, but not yet begun mfg. Date: 09/25/2015. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 09/30/2016. (B)(4). Device available for evaluation?: yes, 03/13/2017. No, device evaluation anticipated, but not yet begun mfg. Date: 09/18/2015. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 09/30/2016. (B)(4). Device available for evaluation?: yes, 03/13/2017. No, device evaluation anticipated, but not yet begun mfg. Date: 09/18/2015. Labeled for single use?: no. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the controller often changed from one power port to the other one before batteries were down to 25 percent (%), batter was greater than (>) 25%. It was stated that there was a loose power connector on port 1 of the controller and there was slipping out of the sealing ring between the connector and the housing. It was further stated that the patient was doing fine the whole time. The log files were stated to have been downloaded and sent to hvad logs. It was further stated that the patient tolerated the controller exchange. No additional information available.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report (#001 supplemental) was resubmitted electronically by request, after being originally submitted 13 jun 2017. Original h10 narrative is as follows: (B)(6) UDI number: (B)(4) method - analysis of data log(s) c102867; FDA 3372, manufacturing review c91960; FDA 3317, actual device not evaluated c91897; FDA 3263 results - no failure detected c92083; FDA 213 conclusion - device not returned c91883; FDA 92 (B)(6) mfg. Date: 09/17/2015 method - visual inspection c92023; FDA 38, analysis of data log(s) c102867; FDA 3372, interoperability evaluation c91951; FDA 20, actual device evaluated c91896; FDA 10 results - no failure detected c92083; FDA 213 conclusion - no failure detected, device operated within specification c91890; FDA 71 (B)(6) mfg. Date: 09/25/2015 method - visual inspection c92023; FDA 38, analysis of data log(s) c102867; FDA 3372, interoperability evaluation c91951; FDA 20, actual device evaluated c91896; FDA 10 results - no failure detected c92083; FDA 213 conclusion - no failure detected, device operated within specification c91890; FDA 71 (B)(6) mfg. Date: 09/18/2015 method - visual inspection c92023; FDA 38, analysis of data log(s) c102867; FDA 3372, interoperability evaluation c91951; FDA 20, actual device evaluated c91896; FDA 10 results - interoperability problem c92070; FDA 3213 conclusion - quality system deficiency c91885; FDA 25 (B)(6) mfg. Date: 09/18/2015 method - visual inspection c92023; FDA 38, analysis of data log(s) c102867; FDA 3372, interoperability evaluation c91951; FDA 20, actual device evaluated c91896; FDA 10 results - no failure detected c92083; FDA 213 conclusion - no failure detected, device operated within specification c91890; FDA 71 it was reported that the patient was experiencing power switching events and that the controller had a loose power port assembly. The controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the controller revealed that device failed visual inspection due to a loose power port 1 (ps1) connector. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed several premature power switching events that were due to momentary disconnections involving (B)(6). One battery (B)(6) was not returned for evaluation despite all the attempts made, this battery was not involved in the reported event of power switching. Review of the manufacturing documentation confirmed that the associated controller and (B)(6) met all requirements for release. The most likely root cause of the reported premature power switching events can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been open to evaluate the momentary disconnections between the controller and batteries. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. However, an internal investigation has been opened by the supplier to evaluate loose connector and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report." Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. .